Event description:
Information was received from a health care provider (HCP) via a manufacturer's representative (rep) regarding an implantable neurostimulator (INS). The reason for call was a Rep stated they were contacted by a surgeon who said they are going to take the patient's system out completely. The representative did not know the specifics of the decision. Agent asked for MRI compatibility. Rep did not know when this began or why the system was going to be removed. The healthcare provider (hcp) reported the patient was scheduled for surgery, but the surgery was cancelled. As far as the HCP is aware, the device remains implanted. HCP noted most recent note from managing physician that the implant was implanted over 20 years ago and is no longer functional. The battery is depleted and is not MRI compatible, which has been a significant barrier to completing necessary imaging for work up. HCP provided contact information. Additional information was received from a hcp. Hcp was unsure the model/brand/serial number of the involved INS. Hcp reported the patient's managing physician will be leaving the facility so they will not be taking the spinal cord stimulator out.

Manufacturer narrative:
B3 event date is unknown. See B5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.